Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The lesion was situated in the left subclavian artery and stenosis was described as 90% at ostium and 80% at proximal. The express ld vascular stent 7.0x40mm could not pass the lesion and the stent became dislodged from the balloon catheter. The stent was deployed in the distal iliac artery. A 8f sheath was then used, predilation of the lesion was performed and another express ld vascular stent was successfully implanted in the left subclavian artery. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the delivery device was received. An examination of the device confirmed that the stent had detached and was not returned for analysis. An examination of the balloon found no evidence to suggest that the balloon had been inflated. There was a clear impression of the stent crimp on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The lesion was situated in the left subclavian artery and stenosis was described as 90% at ostium and 80% at proximal. The express ld vascular stent 7.0x40mm could not pass the lesion and the stent became dislodged from the balloon catheter. The stent was deployed in the distal iliac artery. A 8f sheath was then used, predilation of the lesion was performed and another express ld vascular stent was successfully implanted in the left subclavian artery. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).